Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on an unknown date. According to the complainant, the patient experienced a problem but the exact nature and date of onset of the problem is unknown. All other information is unknown and reportedly unavailable.